Event description:
The hcp reported the patient had been experiencing increased falling, increased tightness, drooling, and changes in speech. The hcp aspirated the catheter access port and got return of fluid. The hcp increased the medication dose and gave the patient a bolus of medication. The patient was seen by neurology, orthopedics, and rehab. The patient is scheduled for an MRI. A follow up report will be sent when additional information is received.